Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: when the idrive was fired, the knife blade went all the way to the end. When the knife blade was coming back, it stopped half way back. They had to cut the stapler off the tissue. To remove the stapler they fired staples around it to seal the pedicles. This was an alternation in their normal process. The sales rep noticed tissue in the jaws. Buttress material was not being used. No blood loss. Added about 30 additional minutes to the procedure. No adverse event due to the delay. Patient did great according to surgeon. The scrub nurse indicated that lights looked as if the reload had been fired when it got stuck. She also said that all the lights in the bottom indicated green (reload, shaft, handle) and that before firing the green status light was blinking as normal.